Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device (application instrument for sternal zipfix, part 03.501.080). The received subject device is a ¿second generation¿ instrument which shows no marks on its moving parts, indicating very limited use. No screws or nuts are loose or missing. No damages have been identified on the returned subject device. A visual inspection and design evaluation of the second generation instrument of lot number: 8623617 were performed. Performance testing was also conducted by product development. The subject device was tested with three implants and showed no functional deficiencies. In conclusion, there are no functional or design related issues identified for the subject device. This complaint condition could not be confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tightening mechanism that ratchets broke intra-operatively. Another device was available for use. There was no reported patient harm, but a five (5) minute surgical delay was noted. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient information is not available for reporting. Device broke intra-operatively and was not implanted or explanted. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing site: (B)(4) - manufacturing date: october 3, 2013 no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.